Event description:
The customer reported that the images are not displayed on the monitors when x-rays are taken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.